Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for this event. The cause of peritonitis was unknown and treatment was not reported. On an unknown date, the patient was discharged from the hospital and was recovering from the peritonitis event. Dianeal therapy was discontinued. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.